Event description:
It was reported that a spectrum pump had an issue of occluded message during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the reported symptom of "occluded message" was not reproduced. A review of the event history log revealed upstream and downstream occlusions messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to upstream and downstream calibration values out of specification. The ultrasonic calibration and both no-tube and scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.